Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 30mm mitral annuloplasty ring, systolic anterior motion (sam) was seen on transesophageal echocardiogram (tee) after coming off bypass. Therefore, the ring was explanted and replaced with a 34mm annuloplasty ring of the same model. The physician reported the device was not at fault for the sam. No additional adverse patient effects were reported.